Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with topical antibiotics (specific date and duration not reported). The symptoms resolved, and the patient resumed use of the device. No additional episodes were reported.